Event description:
The following has been reported: customer reported: the pump is displaying a red banner "service needed" on the pump display. The service needed issue did not clear with a full reboot. The pump consistently displays the service needed error. This occurred during pump provisioning and thus no patient harm or delayed infusions occurred because of this issue. A preliminary review of the logs identified the following issue: sensor hardware failure (pressure sensor board) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a service needed error on the pump. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The log files indicate a pressure sensor pcba failure. The pump was reverted to bring up mode to attempt a failure but no problems arose. The pressure pcba will be removed and replaced out of precaution. No other damage was found.